Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device had a leak. The type of leak was not specified. It was reported that there was no delay in the procedure as an identical spare device was available for use. The surgical procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device leaking was confirmed. An assessment was performed on the device which found that the device had a hole in the hose near the muffler causing an air leak, the seal was protruding on the swivel, and the device had low rotations per minute (rpm's) (73,983 - should be at least 75,000). During repair it was observed that the vanes are worn out. It was determined that this condition is what caused the low rpm's. It was determined that the assignable root cause of the worn vanes and seal on the swivel was due to normal wear over time. The issue with the hole in the hose near the muffler (zone 1) was determined to be caused by a manufacturing fixture and is consistent with an assembly tooling issue. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.